Event description:
Same case as MDR ID 2134265-2013-05198 and 2134265-2013-05197. It was reported that during a percutaneous coronary intervention, the motor drive unit was unable to perform pullback. The 75% stenosed and mildly calcified lesion was located at the left anterior descending artery. The ilab motor drive unit was used in conjunction with atlantis sr pro2 intended to visualize the lesion. It was noted that during procedure the motor drive unit was unable to perform pullback because the clutch lever was disabled. Automatic pullback was attempted 2 to 3 times and they performed manual pullback. No patient complications were reported and the patient's status is good.

Event description:
Same case as MDR ID 2134265-2013-05198 and 2134265-2013-05197. It was reported that during a percutaneous coronary intervention, the motor drive unit was unable to perform pullback. The 75% stenosed and mildly calcified lesion was located at the left anterior descending artery. The ilab motor drive unit was used in conjunction with atlantis sr pro2 intended to visualize the lesion. It was noted that during procedure the motor drive unit was unable to perform pullback because the clutch lever was disabled. Automatic pullback was attempted 2 to 3 times and they performed manual pullback. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the mdu5 was received in good condition with no visible damage or defects observed. The unit does not meet specifications for functional testing. The cause of the pullback failure was a defective assembly clutch. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).